Manufacturer narrative:
Analysis of the device is in process; the results will be forwarded when available. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
.

Manufacturer narrative:
Analysis of the device is in process; the results will be forwarded when available. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the distal portion of the lead was returned, analyzed and the proximal conductor was fractured. It was noted that the defibrillation coil was distorted, inner tubing kinked/buckled, the outer insulation was kinked/buckled, the outer insulation was melted, outer tubing overlay melted, outer tubing overlay cosmetic environmental stress cracking, exposed defib coil white substance, the helix/lobe was distorted/bent and there was blood in/on the helix/lobe mechanism. Lab personnel also noted that the lead appears to have been implanted with a bend in it at the fracture site.

Event description:
It was reported that lead has an apparent fracture and sensing difficulties. There have been many short intervals sensed in a two day period indicating oversensing. The lead was removed and replaced. No patient complications have been reported as a result of this event.